Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did 2 needles pull off of the stratafix suture? Yes. Or did 1 needle pull off and a second needle was used to complete the case? No. Also, one optimizer form states the procedure was completed with another like device and one optimizer says it was completed with a vloc 90. Can you please clarify which was used to complete the case? Case completed with stratafix but then the stratafix suture broke, so cuff closure was completed with vloc 90. Will any actual or representative sample be returned for evaluation? No.

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and the suture was used for a cuff closure. During the procedure, the needle came de-swaged from the suture or pulled off. The procedure was completed with other suture. There were no adverse patient consequences reported.